Event description:
It was reported that pump screen went blank unexpectedly and led was not blinking, and pump needed to be plugged into power source to turn back on. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed that insulin on board and maximum hourly bolus were reset to zero, continuous glucose monitoring sessions had to be manually restarted, and cartridge had to be reloaded whenever pump turned off or was reset, and was also given battery best practice tips; customer understood, agreed to monitor system, and was advised to call back if issue persisted.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone se 2nd gen / 2.4.2 / ios_16.5.1.